Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided and the product was not returned. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after removal from the anatomy post procedure, the shaft of the nc trek balloon dilatation catheter (bdc) was noted to have separated. There was no available procedure or anatomical information reported. It was noted that the procedure was completed without issue and there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.